Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked touchscreen that became unresponsive, and a replacement device was arranged with instructions to shut down the device and return it, with guidance that data would not transfer and that the user could continue cgm monitoring with dexcom g6. Symptoms included no adverse physiological effects and blood glucose reportedly not affected. Outcomes included continuation of therapy via backup therapy and ongoing cgm use without interruption and inspection of the returned device. Investigation included customer service troubleshooting, verification of device information and shipping details, and logistical guidance for device replacement. Investigation of this case revealed a device hardware issue involving the touchscreen/display component leading to loss of touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the touchscreen resulting in functional impairment.